Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a low voltage lead, no capture/thresholds were observed. It was suspected that dislodgement occurred during the implant procedure. Another lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with the helix retracted. If information is provided in the future, a supplemental report will be issued.